Event description:
The new pediatric mandible distractor was placed in a baby. Once they extirpated the device and took x-rays, it was seen that the distractor was backing on its own. The device had started turning backwards. Once this was spotted, the hospital were able to rectify it. The implants are still in the patient.

Manufacturer narrative:
The reported event could be confirmed. Within visual investigation it was found that the returned devices show marks of usage. Each footplate of each returned distractor was cut in half before implantation. One hole of one footplate was slightly plastically deformed as a consequence of an incomplete plate cutting. The visual inspection of the thread of the drive shaft of each returned distractor showed no indication for a manufacturing related issue. The turning mechanism of the thread of each distractor was checked. Each turning mechanism could be easily activated. Based on the investigation of the returned products and based on the available device testing related to CAPA evaluation and patient case data the following hypothesis for the root cause can be concluded: screw loosening, likely related to the poor bone quality, occurred and thereby the loss of fixation of the distractor¿s footplate on the bone took place. The normal mandible movements and applied loads on the loose distractor footplates led to an increased relative movement between the slider and the threaded rod. As a result the resistance against slider movement (considering friction of components like slider, screws, housing and threaded rod with direct contact) was exceeded and a reverse movement occurred. No indication was found that the determined observation was a design, material or manufacturing related issue.

Event description:
The new pediatric mandible distractor was placed in a baby. Once they extipated the device and took x-rays, it was seen that the distractor was backing on its own. The device had started turning backwards. Once this was spotted, the hospital were able to rectify it. The implants are still in the patient.

Manufacturer narrative:
Device not returned for evaluation as it is still implanted in patient. If additional information is received it will be reported on a supplemental report.